Manufacturer narrative:
The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported stent material deformation was unable to be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, interaction with the mildly calcified anatomy and/or inadvertent mishandling resulted in the noted device damages (inner member bend, multiple inner member kinks, multiple wrinkled sheath, multiple jacket stabilizer and outer member bends) thus resulting in preventing the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. The reported bent stent likely occurred due to interaction with the mildly calcified anatomy and/or inadvertent mishandling during removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild calcification and no tortuosity. The 8x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion but the stent was partially deployed as the thumb slide was unable to be moved. The delivery system was removed and it was found that the stent was bent in the middle. Another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that after the device was removed from the anatomy the stent was deployed to investigate the device issue and then the stent was discarded. No additional information was provided.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild calcification and no tortuosity. The 8x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion but the stent was partially deployed as the thumb slide was unable to be moved. The delivery system was removed and it was found that the stent was bent in the middle. Another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.